Event description:
Procedure type: lobectomy. According to the reporter: the surgeon used a cartridge on the lung tissue and could not be removed from tissue. Another cartridge was used to free the cartridge from lung tissue. Tissue loss was reported as approximately 60cm and the surgery was extended beyond 30 minutes.